Manufacturer narrative:
The full patient identifier is case-(B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a preventative maintenance and found wash valve manifold with micro cracks. He replaced the wash/precision valve manifold and the incubator belt and calibrated. The fse aligned the wash carousel, verified ultrasonic and pipettor alignments. There is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. Fse verified the analyzer by obtaining passing system check, precision studies and troponin quality control. In conclusion, the root cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2020, the customer reported new erratic non-reproducible troponin I (access accutni +3) results were generated after instrument's service performed on (B)(6) 2020. The instrument involved is customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The customer indicated there was no change to patient treatment or management in conjunction with this event. It is unknown whether the questioned results were erroneously high or low; attempts have been made to obtain this information but to date no response has been provided by the customer. The customer reported that all 'positive' samples are automatically repeat tested on the access2 immunoassay analyzer. The samples which had results that the customer questioned did not have results which agreed with one another. See data table. Medwatch number 2122870-2020-00058 will address the sample(s) collected on (B)(6) 2020. Medwatch number 2122870-2020-00059 will address the sample(s) collected on (B)(6) 2020. Medwatch number 2122870-2020-00060 will address the sample(s) collected on (B)(6) 2020. Medwatch number 2122870-2020-00061 will address the sample(s) collected on (B)(6) 2020. Medwatch number will address the sample(s) collected on (B)(6) 2020. On (B)(6) 2020, the precision study performed did not recover within expectations so a beckman coulter field service engineer [fse] was dispatched to the customer site on (B)(6) 2020 and (B)(6) 2020. The fse performed preventative maintenance and found wash valve manifold with micro cracks. He replaced the wash/precision valve manifold and the incubator belt and calibrated. The fse aligned the wash carousel, verified ultrasonic and pipettor alignments. The fse verified system hardware by performing system check, a precision study, and troponin quality control, all of which returned acceptable results. The customer reported the samples were samples drawn by various laboratory and emergency room (ER) personnel in either 12x75 or 13x100 lithium heparin gel tubes. The customer reported that samples were centrifuged for 5 minutes at 6000 rpm on a statspin. No further sample handling or processing information such as sample handling or storage was provided by the customer.